Event description:
It was reported that the foley catheter balloon did not deflate and caused the catheter to become stuck inside the patient. Nursing and urology attempted to deflate the balloon with a syringe and were unable to remove the fluid. They then cut off the luer lock port and attempted with a slip tip syringe, however was also unsuccessful. The patient allegedly experienced discomfort and required interventional radiology to remove the catheter. Complaint advised via email on 25-jan-2019 that interventional radiology inserted a guidewire into the balloon inflation port by fluoroscopy. They proceeded to puncture holes in the balloon in order to deflate and remove the balloon.

Manufacturer narrative:
The reported event was inconclusive due to sample condition. The sample was received in a sample cup without original packaging. The sample was in poor condition. Only a severed portion (cap assembly) of the device was returned. No evaluation of the reported event could be conducted due to the sample condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Corrections: device identification.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: other#.

Event description:
It was reported that the foley catheter balloon did not deflate and caused the catheter to become stuck inside the patient. Nursing and urology attempted to deflate the balloon with a syringe and were unable to remove the fluid. They then cut off the luer lock port and attempted with a slip tip syringe, however was also unsuccessful. The patient allegedly experienced discomfort and required interventional radiology to remove the catheter. Complaint advised via email on (B)(6)2019 that interventional radiology inserted a guidewire into the balloon inflation port by fluoroscopy. They proceeded to puncture holes in the balloon in order to deflate and remove the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not deflate and caused the catheter to become stuck inside the patient. Nursing and urology attempted to deflate the balloon with a syringe and were unable to remove the fluid. They then cut off the luer lock port and attempted with a slip tip syringe, however was also unsuccessful. The patient allegedly experienced discomfort and required interventional radiology to remove the catheter. Complaint advised via email on (B)(6)2019 that interventional radiology inserted a guidewire into the balloon inflation port by fluoroscopy. They proceeded to puncture holes in the balloon in order to deflate and remove the balloon.